Manufacturer narrative:
This report is submitted on december 05, 2016, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient experienced hematoma post MRI and subsequently was treated with topical antibiotics (date and duration not reported) and a topical ointment (type not reported).